Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during rewind. Customer's blood glucose was 46 mg/dl at the time of incident. Troubleshooting found that the pump was able to complete the rewind sequence and the displacement test passed. Customer was advised to call back if any further issues as it appears that the pump is operating as designed.